Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. It seems that the temperature of the device became high unexpectedly and it led to the blowing the fuse. Therefore, it is considered that the power to the fan was not supplied due to the blown fuse, because the fan and the fuse were connected.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the cooling fan of the subject device was stopped suddenly at the unspecified timing. The cooling fan worked or did not work depends on how much opened the lamp access cover. The user wondered that it was not worked due to the contact of the subject device sensor failure. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device and identified the reported phenomenon. Sorc found the blowout of the thermal fuse of the subject device might have been caused the reported phenomenon. There was no report of patient injury associated with this event.